Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the distal body broken, the forward body cover broken, the lcb distal cover glass broken, the lg prong corroded, the lg prong top corroded, the lg connector corroded, the insertion flexible tube leak, the remote control buttons leak, and the remote control buttons cut; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and or the risk analysis results, it was evaluated to submit MDR.